Event description:
It was reported that the instrument was fractured before the surgical case was to begin. The surgical case was cancelled.

Manufacturer narrative:
(B)(4). Foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. H6: component codes: mechanical (g04) - drill. Visual examination of the returned product and provided picture identified the end of the cutting feature is cracked. Wear and tear is seen that indicates repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.